Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the physician tried to place the palmaz genesis, it did not open. The balloon-mounted stent on the shaft was noted to have slipped up completely to behind the carrier balloon and thus could not deploy. The case was completed with the use of a new 7x40mm self-expanding stent with post-dilation. There was no reported injury to the patient as the stent did not migrate on catheter. The lesion was in the right aic with an hourglass shape. The lesion was pre-dilated with a non-cordis 7x40mm balloon. The balloon was inflated to 8 bar successfully. Prior to deployment of balloon mounted stent, visual inspection showed proper seating of stent on balloon. The defect of the palmaz genesis was due to the fact that after passage of the closure process with unknown 260cm stiff wire, non-cordis guiding catheter, and combined with retrograde and antegrade dsa / roadmap with only slight recoil after successful pre-expansion. Accordingly, no stent was detectable in the dl control. Fortunately, the system could be withdrawn almost without resistance through the non-cordis 7f sheath after careful draining of the km/nacl mixture, so that loss of the undeployed stent at the sheath entrance could be avoided. The undeployed stent was found on the system just outside the balloon area, where it could be stripped over the tip without resistance. Demonstrating the risk of loss at the sheath tip during retraction. Based on this experience with the product, another trial with the same batch was not performed and the self-expanding stent with lower radial force and post-dilation was used. The control angiography showed a perfect result. The device will be returned for evaluation.

Event description:
As reported, when the physician tried to place the palmaz genesis, it did not open. The balloon-mounted stent on the shaft was noted to have slipped up completely to behind the carrier balloon and thus could not deploy. The case was completed with the use of a new 7x40mm self-expanding stent with post-dilation. There was no reported injury to the patient as the stent did not migrate on catheter. The lesion was in the right aic with an hourglass shape. The lesion was pre-dilated with a non-cordis 7x40mm balloon. The balloon was inflated to 8 bar successfully. Prior to deployment of balloon mounted stent, visual inspection showed proper seating of stent on balloon. The defect of the palmaz genesis was due to the fact that after passage of the closure process with unknown 260cm stiff wire, non-cordis guiding catheter, and combined with retrograde and antegrade dsa / roadmap with only slight recoil after successful pre-expansion. Accordingly, no stent was detectable in the dl control. Fortunately, the system could be withdrawn almost without resistance through the non-cordis 7f sheath after careful draining of the km/nacl mixture, so that loss of the undeployed stent at the sheath entrance could be avoided. The undeployed stent was found on the system just outside the balloon area, where it could be stripped over the tip without resistance. Demonstrating the risk of loss at the sheath tip during retraction. Based on this experience with the product, another trial with the same batch was not performed and the self-expanding stent with lower radial force and post-dilation was used. The control angiography showed a perfect result. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 when the physician tried to place the palmaz genesis, it did not open. The balloon-mounted stent on the shaft was noted to have slipped up completely to behind the carrier balloon and thus could not deploy. The case was completed with the use of a new 7x40mm self-expanding stent with post-dilation. There was no reported injury to the patient as the stent did not migrate on catheter. The lesion was in the right aic with an hourglass shape. The lesion was pre-dilated with a non-cordis 7x40mm balloon. The balloon was inflated to 8 (eight) bar successfully. Prior to deployment of balloon mounted stent, visual inspection showed proper seating of stent on balloon. The defect of the palmaz genesis was due to the fact that after passage of the closure process with unknown 260cm stiff wire, non-cordis guiding catheter, and combined with retrograde and antegrade dsa (digital subtraction angiography) / roadmap with only slight recoil after successful pre-expansion. Accordingly, no stent was detectable in the dl control. Fortunately, the system could be withdrawn almost without resistance through the non-cordis 7f sheath after careful draining of the km/nacl mixture, so that loss of the undeployed stent at the sheath entrance could be avoided. The undeployed stent was found on the system just outside the balloon area, where it could be stripped over the tip without resistance. Demonstrating the risk of loss at the sheath tip during retraction. Based on this experience with the product, another trial with the same batch was not performed and the self-expanding stent with lower radial force and post-dilation was used. The control angiography showed a perfect result. The product was returned for analysis. A non-sterile unknown stent delivery system was received inside of a clear plastic bag. The reported sds genesis .035 8.0x39 80cm was not included on the shipment bag. A product history record (phr) review of lot 82234551 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent offset/out of position - in patient¿ could not be confirmed as the described device was not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Vessel characteristics, although unknown, or procedural and/or handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.